Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-nov-2016, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that something popped in the patient's back while lifting weights. Patient stated a disc broke off in his back and it went between the lead and his spine causing him to be paralyzed from the waist down. Patient stated the day after this happened the patient had a laminectomy and a total system explant on (B)(6) 2015. No further complications were reported/anticipated.